Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, the image was not displayed due to damage to the plug unit. It is possible that the damage to plug unit affected the operation of the white balance function. However, a definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the image was not displayed due to damage to the plug unit. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.